Manufacturer narrative:
No button error alarm was noted during testing. The pump had unresponsive buttons due to a flattened bolus express, act and up button dome switch. No unlocked lcd keypad connector was noted. We were unable to perform the operating currents, self-test, a21 error, rewind or displacement tests or verify the failed battery, low battery alarms or loud noise during rewind anomaly due to the unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons sometimes had to be pressed twice. The customer's blood glucose level was unknown. They also reported that the batteries needed to be changed every 2-3 weeks, insulin pump rejected new batteries and rewinding process was slow. The insulin pump will not be returned for analysis.